Event description:
It was reported that on (B)(6) 2021, during a transcarotid artery revascularization (tcar) procedure, while attempting to cross the lesion with a .014 guidewire, kumpe angle catheder, .014 trailblazer wire, .018 trailblazer wire, and grandslam wire, a common carotid dissection/perforation was noted. There was obstructed flow when the 9x40 stent was placed. After post dialating with a 4.5 balloon, an image was taken, however, the perforation was noted. This event led the physician to coil off the ica to resolve the perforation. After the procedure, the physician informed the family that the patient had 90% stenosis initially, and now the patient was at 100% stenosis. Silk road medical inc. Was notified that the patient expired on (B)(6) 2021. The bail out therapy for the extensive carotid dissection, namely therapeutic acute occlusion of the ica with endovascular coils may have caused or contributed to the patients demise.